Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. A visual inspection showed that the delivery device was returned with the seal and the tension spring assembly inside the loading device. The white plunger on the delivery device was not depressed. The seal was stuck in the body of the loading device. There was very slight evidence of blood on the device. Based upon the received condition, the reported failure. "Seal did not load properly" is confirmed. A lot history record review was performed and there was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hsk-3043 seal did not load properly. When removing the heartstring delivery tube from the loading device, the string remained in the loading device. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.